Manufacturer narrative:
(B)(4). One (1) conchasmart column, 382-10 was received for investigation. This is the only component of the 2416 corrugated comfort flo remote temperature port that was received. Upon receipt the column was inspected for any signs of misuse/abuse/damage. None were noted. The check valve discs in all three valves were operable as the column valves were turned from one side to the other, showing the discs themselves were free to move. A syringe connected to the upper tube was used to push and pull upper check valves. The column to bottle/bottle to column valves opened and closed freely. The column was placed into a known functioning 425-00 neptune heater without water. The neptune was turned on and set to 37 degrees "c", with heavy rainout. Within 3 minutes the low water indicator lamp had illuminated indicating the conchasmart low water float was working correctly. The column was then connected to a concha water bottle in correct positioning and both upper and lower tubes were punctured into the concha water bottle. The conchasmart column filled to the bottom of level sensing tube and stopped as expected. The column was then connected to a 2414 comfort flo circuit with a 2411-04 neonate cannula using the 3lpm flow mentioned in the report with no problems then disconnected the cannula with no water level increase into the circuit. The infant cannula was reconnected to 3lpm and occluded the nasal nares allowing the pressure to build in the bottle until the comfort flo relief valve actuated representing the worst case back pressure for the system then disconnected the airflow. The column allowed the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. Te device history record of lot number 74h1800203 was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not uncover any operating anomalies with the column. The situation was not able to be recreated even at the highest back pressure settings.

Event description:
Customer complaint alleges "circuit filled with water and lavaged a patient." There was no patient harm reported. Patient condition reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "circuit filled with water and lavaged a patient." There was no patient harm reported. Patient condition reported as fine.